Event description:
It was reported that the patient's pump 'quit working.' The pump was filled the tuesday prior to the report and the patient stated it had not 'kicked back in' since the refill. Following the refill the physician told the patient the pump should start working again. The patient's dosage was increased 'at one point.' No patient symptoms or injury were reported. The device system was used to deliver morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported the patient was getting pain relief, but it started to hurt again. The hcp ¿upped¿ the dosage and it went back to working again, and worked for a little while. Then the patient started going downhill again.

Manufacturer narrative:
(B)(4).